Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image, white foreign material on the air/water channel and cylinder. Based on the results of the investigation, and since the scope communication errors were not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the flickering image was an electrical component error and the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had error b30/error e216. The event occurred during a procedure lead to change in procedure surgical technique. There were no reports of patient harm.